Event description:
The report received from the affiliate indicated that before se of an avanti + in a patient, ¿the driving of the device was defibered (it was worn out). Analysis of the device indicated the mini guide wire was "unraveled and stretched" and when inspected under vision system, it was observed that the core wire and distal bullet on one of distal ends were found separated/ fractured. Another device was used instead to complete the procedure and no patient adverse consequences have been reported. The portion of the device is considered ¿driving of the device was the portion ahead during the process of entrance before the intervention. The device was stored in a suitable warehouse.¿

Manufacturer narrative:
The device was returned for analysis which will be submitted in the follow up report.

Manufacturer narrative:
The report received from the affiliate indicated that before use of an avanti plus, ¿the driving of the device was defibered (it was worn out)¿. Another device was used instead to complete the procedure and no patient adverse consequences have been reported. Analysis of the device indicated the mini guide wire was "unraveled and stretched" and when inspected under vision system it was observed that the core wire and distal bullet on one of distal ends were found separated/ fractured. A non sterile si avanti+ transrad kit 11cm cannula sheath, a non sterile vessel dilator and a non sterile mini guide wire csi components were received for analysis inside a plastic bag. The vessel dilator was received fully introduced into the cannula sheath. Per visual analysis, no anomalies observed either on the vessel dilator or on the cannula sheath. However, the mini guide wire was received with an unraveled and stretched anomaly condition. The mini guide wire was inspected under vision system and it was observed that the core wire and distal bullet on one of distal ends were found separated/ fractured. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Sem analysis was performed to the received unraveled / stretched mini guide wire component with the following results: results showed that the wire presented evidence of ductile dimples. Also in the core wire it was found twist / torsion condition per pattern exhibited at transversal area of the fracture. Cutting, as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. There is no evidence of tool marks in the analysis. The complaint reported by the customer as ¿cardiology vascular access- catheter sheath introducer (csi) - damaged-prior to use¿ was confirmed during the analysis due to the unraveled and stretched condition of the mini guide wire as received. However, the exact causes of the mini guide wire unraveled and stretched anomaly condition could not be conclusively determined during the analysis. Neither the product analysis nor the DHR review results suggest that the unraveled and stretched anomaly condition found in the received csi mini guide wire is related to the manufacturing process. Procedural factors and/ or handling and storage process may contribute to the failure as reported. The csi manufacturing process was reviewed and there were no tools, equipment or product handling that could cause unraveled and stretched anomaly conditions, or other type of damages on the csi mini guide wire units. In addition, controls are in place to prevent this type of failures from leaving the facility. Csi units are visually inspected 100% before leaving the facility. No corrective action will be taken at this time since there are no indications that the reported complaint is related to manufacturing process. With the information available and without is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors and/ or handling and storage process may contribute to the failure as reported.